Event description:
It was reported via repair work order that the head end left side rail did not lock in the upright position due to a faulty timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.